Event description:
Patient with severe radiculopathy upper extremity (rue) secondary to spondylytic disease was implanted with prodisc-c. Four months postop, patient developed severe radicular pain. At c4-c5, prodisc-c became angulated in the interspace. Surgeon believed the plate below the disc level caused the implant to shift as noted on x-rays. Prodisc-c was removed and patient was revised to anterior cervical fusion.

Manufacturer narrative:
This info was not provided by the completed questionnaire received.